Event description:
The lay user/pt contacted lifescan on (B)(6) 2008 and alleged that his one touch ultra mini meter was displaying the error 1 message. The medical affairs specialist (mas) called the pt on august 1, 2008 and spoke with his wife who provided some add'l info. The pt had reported that the alleged issue first occurred on b)(6) 2008 (time not provided). His wife informed the mas that he had not tested his blood glucose since that day, since the meter kept giving him the error 1 message. During that time, he reportedly had continued to take his set amount of novalog and lantus insulin (dosage not provided). The wife denied that the pt is on a sliding scale regimen with the novalog insulin and since he was not able to obtain results on the meter, he would not have taken any extra insulin even if he were on a sliding scale. The pt had also reported that he experienced headaches and shakes after the reported issue began. The wife mentioned that the symptoms began on b)(6) 2008 in mid-morning. The pt had his normal breakfast early that morning and had also taken his insulin. Per the wife, he ate a candy and felt better after a while. He was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. The issue was not resolved with troubleshooting. This complaint is being reported because the pt was not able to test on the meter for a few days due to the meter and during that time, he developed symptoms suggestive of hypoglycemia. He treated himself with candy. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.